Manufacturer narrative:
Na. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 24mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During the procedure, the device deformed into a cobra shape during deployment. The device was removed prior to release from the delivery system. The device did not regain its actual shape after retrieval. The procedure was completed using a new 24mm amplatzer septal occluder. There were no interactions with the cardiac structures during deployment or angulation or kink in the delivery system. It was noted that there was no clinically significant delay through the procedure and the patient remained hemodynamically stable throughout the procedure.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One video was received from the field showing a cobra deformation on the distal disk. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, a 9f delivery system is recommended for use with 24 mm amplatzer septal occluder device. A 10f delivery system was used.